Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. The cause of the reported event cannot be conclusively determined. No additional information will be forthcoming.

Event description:
Two days after the implantation, the patient woke with complaints of a visual disturbance. This was described as a dark spot of vision in one eye. The patient had not yet been started on any anti-coagulant or antiplatelet medication at the time of this event. A computerized tomography scan revealed an occipital stroke. The patient was treated by withholding his anticoagulant and antiplatelet medications for a few more days in order to prevent a possible intracranial bleed. No further treatment for this event was provided. As of the date of this report, the patient's visual disturbance is unchanged and he has been transferred to a regular ward where he is ambulating.